Manufacturer narrative:
Analysis of the catheter identified user related holes in the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s drug infusion device. The drug being was 2,000 mcg/ml gablofen (baclofen) at 481 mcg/day. The reason for use was not reported. It was reported that the patient felt reduction in efficacy. It was unknown when the issue started. A dye study was performed and results were inconclusive. A lot of tissue had grown around the fascia entry/catheter anchor site. The provider did not feel there was an issue with the catheter performance. There were no known environmental/external/patient factors that may have led or contributed to the issue. The existing catheter was replaced on (B)(6) 2019. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ the rep was in possession of the device and it would be returned to the manufacturer for analysis. There were no further complications reported/anticipated.